Manufacturer narrative:
Concomitant medical products: a2dr01 ipg implant date (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial undersensing was noted on the electrograms (egm). At device classified termination of events, arrhythmia appears to continue. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.